Manufacturer narrative:
On 07/23/2014 consumer was sent a large cushion for comfort. She reported no difference and was not able to use the pump. Product was requested to be returned for evaluation.

Event description:
On (B)(6) 2014 received a call from the consumer claims after using the breast pump, breast swells.